Event description:
Philips received info from the fields safety engineer that during testing the gantry microphone was not working. The part was replaced. There was no report of harm to a pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).